Manufacturer narrative:
(B)(4). Based on the information received, the device was prophylactically removed and there is no alleged malfunction of the product. Should the device be returned and the analysis results indicate an anomaly a follow up report will be submitted. (B)(4).

Event description:
Following the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no eri alert or allegation of premature battery depletion, the device was explanted prophylactically.

Manufacturer narrative:
Analysis did not confirm premature battery depletion. The device image was reviewed, and no unexplained sudden drop in battery voltage was observed. The device was tested on the bench, and no anomaly was found.

Event description:
This is a clarification of the event. The device was explanted and replaced due to premature battery depletion. The device was not prophylactically explanted.